Event description:
An error message was reported with the freestyle libre 2 sensor in use with the freestyle libre link application. Customer received a "start new sensor" message on the same day of sensor application and was unable to obtain readings via sensor scan, resulting in a loss of consciousness. No further details were provided as customer declined to troubleshooting further. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.